Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level between 500-600 (mg/dl). Customer administered a bolus with the pump and changed pump supplies to treat their bg level. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump.